Event description:
The suture was used during a vascular procedure. Reportedly the pt was operated in 05 for mitral surgery; in about 4 month later, the pt had to be re-operated as the sutures did not hold and the implanted ring was totally loose.